Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6(health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions,) h11 corrected fields: b5, d9, h6 (medical device ¿ problem code). A getinge field service engineer (fse) during the call stated, ac transport power supply is not repairable and can not be ordered at this time. The fse also explained that the site can order more spare cardiosave batteries, battery transport cases, and battery charging station. The customer thanked the fse for all the info and stated that they would follow up with getinge to order extra accessories. Per fse this sa can be closed.

Event description:
It was reported that prior to use during a call by the customer with the fse, the cardiosave intra-aortic balloon pump (iabp) ac battery adapter is not working to run the pump when out of the docking station.

Event description:
It was reported that before use the battery adapter of cardiosave intra-aortic balloon pump (iabp) was not working when pump out of the docking station. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.